Manufacturer narrative:
Corrected information has been provided in d4 (serial) and h3 . False alarm: since data logs were not available for investigation and clinical details provided were limited, the cause of the false alarm could not be determined.

Manufacturer narrative:
The device was returned d9 was updated. The investigation is underway once completed a supplemental will be sent.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the impella in aorta alarm presented mid case. The physician confirmed positioning via fluoroscopy. The patient was successfully weaned, and the device was explanted.